Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead, the right ventricular lead and the right atrial lead exhibited high capture threshold, loss of capture, and loss of pacing due to lead dislodgement during a clinical study follow-up visit. The patient underwent av node ablation and the leads were repositioned successfully. The patient was asymptomatic and the event was resolved without sequelae.